Manufacturer narrative:
Event description continuation: regarding overall ablation time, last ablation cycle time at the site of injury, irrigated catheter flow, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or carto indicating to re-zero the catheter. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit. There were no errors reported on any biosense webster inc. Products during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17501020m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: lasso catheter. Model #: unknown. Lot #: unknown. Carto 3 system. Model #: unknown. Serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After transseptal puncture, left atrial geometry was initiated with the lasso catheter via the fast anatomical map (fam). Physician was unable to successfully access the left pulmonary veins. The lasso catheter could not be inserted into the left superior and left inferior pulmonary veins, so the fam was conducted with the thermocool smarttouch bi-directional navigation catheter. During mapping, a contact force value of 70 grams displayed. Approximately 7-8 minutes after switching to the thermocool smarttouch bi-directional navigation catheter, the patient became hypotensive with a systolic blood pressure of 70mmhg. Tamponade was confirmed via intracardiac echocardiogram and transthoracic echocardiogram. Pericardiocentesis yielded 500cc. Patient was transferred to the intensive care unit. Patient was reported to be normotensive. Patient did not require extended hospitalization as a result of the adverse event. Patient outcome is improved. Physician indicated that the patient had atypical left pulmonary vein anatomy. There were no other patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, specifically, the high contact force encountered while searching for the root. It was also noted that the adverse event was not related to biosense webster inc., products. Transseptal puncture was performed with an unknown needle. There is no sheath information. Generator was set on power control mode. Contact force reached 70 grams during mapping. There is no further information regarding generator parameters at the time of injury. There is no information - event description to be continued under additional comments.